Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 471066, expiration date 03/31/2014). (B)(6).

Event description:
Caller states the patient tested 1.9 mmol/l (22:14) on inform ii, system 1. The patient received an intramuscular injection of glucagon hydrochloride. Approximately 20 minutes later the patient tested 1.7 mmol/l (22:31) on inform ii, system 1. At 22:37 the patient tested 30.0 mmol/l on inform ii, system 2. Patient then tested 2.3 mmol/l (22:41) on inform ii, system 1. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test strips will not be returned.